Event description:
It was reported during the procedure when the subject stent was delivered through the catheter, the stent deployed at the end of the catheter. The physician tried to advance and retract the stent delivery wire, but the subject stent would not move. The physician removed the catheter and subject stent and replaced both devices. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Device not returned for evaluation.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returnedand the lot number was confirmed with the packaging returned with the device. During visual inspection the stent was seen to be deployed within the proximal catheter shaft and the catheter hub and was seen to be deformed. The stent delivery wire and introducer sheath were not returned. During the functional inspection the stent was removed from the catheter form further analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with an catheter. The stent was found to be deployed within the hub and proximal of the catheter shaft, it was removed from the catheter during analysis and was found to be deformed. Note: as per the available information the stent had originally deployed within the lumen catheter but when checking the stent position it was moved to the catheter hub, based on this information the premature deployment during use can be confirmed. The stent delivery wire and the introducer sheath were not returned for device analysis. Thereported event of the stent deployed prematurely during use as well as the as analyzed damage of stent deployed prematurely during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure when the subject stent was delivered throught the catheter, the stent deployed at the end of the catheter. The physician tried to advance and retract the stent delivery wire, but the subject stent would not move. The physican removed the catheter and subject stent and replaced both devices. The procedure was completed successfully with no clinical consequences to the patient.